Event description:
On 9/14/1998 this posterior chamber lens with a 5.0 mm optic was implanted in pt. On 9/16/1998 co was notified by the dr's office that the pt had sterile endophalmities (inflammation of the eye) and although the problem may not be lens related, all possibilities are being explored. The dr had prescribed eye drops and the problem seems to be resolving.